Manufacturer narrative:
Through follow-up communication, livanova learned that the patient suffered from a mild renal failure and hypertension, and was undergoing the aortic valve replacement surgery. The pump blood flow rate was set to 4,5 lpm when the poor oxygenation was first detected. No clarification on the causal relationship between the oxygenator issue and the patient demise was given. Device history record (DHR) of the claimed lot 2207130005 revealed no deviation in the manufacturing process that could have been linked to the reported condition. The in-process air pressure drop test intended to verify the patency of the oxygenator fibers was successfully passed. A medical assessment was held by livanova with clinical expert to investigate the event. According to relevant findings, if such low po2 values are measured during a case, the need is to replace the oxygenator since prolonged epoximia can lead to the patient injury or death. Based on the data currently available, however, no change out of the device was conducted. The pump sheet of the case was not available. A limited quantity (B)(4) of arterial blood gas reports as evidence of the reported condition was provided and analyzed, showing the drop in the po2 values (from 65,2 mmhg to 54,3 mmhg) and hemoglobin saturation levels (from 91% to 80%) despite the maximum concentration of fio2 (100%). An additional arterial blood gas report with the fio2 equal of 20% was made available, indicating a po2 value of 174 mmhg and a resultant oxygen saturation level of 99,1%. No information was received about the time interval at which these blood samples were taken and how long after the beginning of the procedure the gas exchange performance started to decrease. Involved unit, not rinsed before shipping, was returned to livanova facility for analysis. The oxygenator was found clogged with blood clots and biological deposits, but no evident fibers deviation or blood pathway malfunction (shunted areas) were identified. The unit was flushed as much as possible and a functional gas exchange test with bovine blood was run to verify the behavior of the unit according to blood venous parameters described within iso 7199 (2017) and input/output performance specifications established within product validation (B)(4). A 1:1 blood/gas ratio (6 lpm) with 100% fio2 was set. According to the laboratory testing results, the reduced oxygenation capacity was reproduced and traced back to the conditions of the clogged device. In this regard, high pressure drop in the blood and gas sides was measured due to the observed obstruction of the fibers by clots and aggregates. Based on the above findings, no quality deviation or malfunction of the complained device related to the livanova manufacturing process was confirmed. Review of the livanova complaints database identified no further similar cases notified from the market and involving the batch concerned of product, composed of (B)(4) units sold worldwide. In addition, no concerning adverse trend for decreased oxygenation capacity of the inspire oxygenators was highlighted by livanova post market surveillance data analysis in the last 12 months. Finally, considering that no information was received about the timing of the declined gas exchange performance and any replacement of the unit or troubleshooting activity put in place by medical team, no direct relationship between the death of the patient and the oxygenator issue could be established. Therefore, it cannot be ruled out that the most likely root cause of the reported event was associated with unexpected and progressive build-up of biological deposits (platelet aggregates and fibrin mass) inside the oxygenator fibers leading to a reduction of effective area to perform gas exchange and a concomitant increase of gas pathway length to perform gas exchange. A multi-factorial issue, depending on the interaction between clinical procedure, patient conditions and gas-blood settings, cannot be excluded as contributing factor. No specific action is currently deemed as necessary. Livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.

Manufacturer narrative:
D.4. The expiration date refers to the sterile finished product. The complained inspire 8 start p oxygenator (catalog number 050712) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050712 is similar to the inspire 8 oxygenator 050714, which is distributed in the USA, for which the device identifier is 08033178112369. G.5. The product item 050712 is not distributed in the USA, but it is similar to the inspire 8 oxygenator 050714, which is distributed in the USA (510(k) number: k130433). H.4. The device manufacture date refers to manufacture date of the sterile, finished oxygenator. H.10. Sorin group italia manufactures the inspire 8 start hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in perù. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report that, inspire oxygenator did not oxygenate as expected: po2 values during the cec were varying from 59.3 - 65.2mmhg. The patient has died.